Event description:
It was reported that following implant and prior to discharge, the left ventricular lead exhibited a loss of capture and loss of sensing. Lead dislodgement was suspected. An x-ray did not confirm that the lead was dislodged. The lead was turned off. The patient would be monitored.